Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event the same day as onset. On an unreported date, the patient was treated with vancomycin, meropenem and amikacin injections (dose, frequency and routes not reported) for the event. The patient was discharged 15 days after admission and was recovered from this peritonitis event. The antibiotic course was completed. The action taken with dianeal therapy was not reported. No additional information is available.